Event description:
A report was received that the patient was experiencing seizure. The patient went to emergency room (ER) and the ER physician could not confirm if the seizure was device related or not. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing seizure. The patient went to emergency room (ER) and the ER physician could not confirm if the seizure was device related or not. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient was administered medication to help with the seizure. No further information can be obtained.